Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and infection or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a patient underwent a left total knee arthroplasty. Subsequently, one (1) year, one (1) month later, the patient experienced prosthesis wear, infection, swelling, pain and discomfort. As a result, the patient underwent a left knee revision procedure. No medical or surgical interventions were reported. The patient outcome is unknown. No additional information is available.

Manufacturer narrative:
D10: (B)(6), cc tibial insert sz 3, 11mm. (B)(6), 208-05-03 - cc distal fem augment sz 3, 5mm. (B)(6), 204-36-12 - stem extension w/slot 120l x16 mm. (B)(6), 02-012-42-3008 - logic pts, size 3, 8mm. (B)(6), 208-09-05 - cc stem ext adaptor 5 degree. (B)(6), 204-38-12 - stem extension w/slot 120l x18 mm. (B)(6), 208-05-03 - cc distal fem augment sz 3, 5mm. (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6), 204-70-00 - tibial stem ext. Screw. (B)(6), 208-01-03 - cc femoral sz 3. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2024-03321. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.